Event description:
The pt used the suspect device to check their blood glucose and obtained a reading of 283 mg/dl. Pt was feeling symptoms of hypoglycemia and was taken to the hosp. At the hosp, pt's blood glucose was 45 mg/dl on a hosp meter. Pt was given orange juice, crackers and an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.